Manufacturer narrative:
Additional information was received that the patient did not undergo a revision. The physician just performed a re-trial due to inadequate coverage.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.